Event description:
During a remote follow up, episodes of oversensing due to noise resulting in inappropriate mode switching were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.